Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation was caused by the scope") and gastrointestinal injury ("perforation in the bowel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, during essure procedure insertion, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with procedural haemorrhage. On (B)(6) 2010, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) with intestinal haemorrhage, the first episode of complication of device insertion ("device insertion complication") and the second episode of complication of device insertion ("essure insertion failed"). On an unknown date, the patient experienced bursitis ("I had bursitis") and arthralgia ("hip pain"). The patient was treated with surgery (laparoscopy/ hysterectomy) . On (B)(6) 2010, the uterine perforation had resolved. At the time of the report, the gastrointestinal injury had resolved and the last episode of complication of device insertion, bursitis and arthralgia outcome was unknown. The reporter considered arthralgia and bursitis to be related to essure. The reporter provided no causality assessment for the first episode of complication of device insertion and the second episode of complication of device insertion with essure. The reporter considered gastrointestinal injury and uterine perforation to be unrelated to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media : bursitis, arthralgia". Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "I had bursitis, hip pain" added from social media report. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation was caused by the scope") and gastrointestinal injury ("perforation in the bowel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with procedural haemorrhage. On(B)(6) 2010, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) with intestinal haemorrhage, the first episode of complication of device insertion ("device insertion complication") and the second episode of complication of device insertion ("essure insertion failed"). On an unknown date, the patient experienced bursitis ("I had bursitis") and arthralgia ("hip pain"). The patient was treated with surgery (laparoscopy/ hysterectomy) and surgery (laparoscopy). On (B)(6) 2010, the uterine perforation had resolved. At the time of the report, the gastrointestinal injury had resolved and the last episode of complication of device insertion, bursitis and arthralgia outcome was unknown. The reporter considered arthralgia and bursitis to be related to essure. The reporter provided no causality assessment for the first episode of complication of device insertion and the second episode of complication of device insertion with essure. The reporter considered gastrointestinal injury and uterine perforation to be unrelated to essure. The reporter commented: the perforation was caused by the scope and not essure device. The patient had a hemorrhage in the bowel and this was controlled and stopped. ¿concerning the injuries reported in this case, the following one/ones were described via social media : bursitis, arthralgia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.